Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent and abdominal pain. It was reported the patient was hospitalized due to peritonitis and remains hospitalized. The same day as event diagnosis, the patient was treated with vancomycin injection (1g, every 72 hrs, intraperitoneal, discontinued after 9 days) and amikacin injection (125mg, once daily, intraperitoneal, discontinued after 9 days) for peritonitis. Thirteen (13) days after diagnosis, the patient recovered from peritonitis. Pd therapy is ongoing. It was reported retraining has been done for the patient attendant. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.